Event description:
The implantable neurostimulator was in a power on reset condition. The device was not at end of service. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.